Manufacturer narrative:
B3: date of event notification: 09.04.2026 g3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. H3: product analysis: evaluation of the device determined that the malfunction tip broken was confirmed. The likely cause of the failure could be broken tip bearings . It was also noted that due to broken tip bearings tool bur could not be inserted and markings on the device were deteriorated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the tip of the product is broken. At the time of report patient involvement or impact was unknown. Additional information received stating that the tip bearing broke.